Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was retained at facility and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that closure of a right common femoral vein was attempted using four proglide devices via an 8f sheath following an electrophysiology atrial fibrillation albation interventional procedure. Reportedly, a cuff miss occurred with the first three proglide devices that were attempted. Reportedly, after suture deployment of a fourth proglide device, the lever was closed to retract the foot of the proglide in order to remove the device. When trying to remove the device from the patient anatomy, it became stuck. Although the lever was closed, when trying to pull back the device, the lever would begin to lift. The foot of the proglide didn't seem as though it had retracted completely and caught on tissue. A vascular surgeon was called in. An aggressive nick and spread was performed and vascular surgeon could see that the proglide was stuck on tissue above the vein. The surgeon then cut the suture and pulled the device out. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.